Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0eha7ahkv has been returned as investigated. Visual inspection has been performed on returned sensor patch and no issue were observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and further visual investigation was performed on pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and unable to do the test due to glue observed on the pcba (printed circuit board assembly). De-cased sensor was visually inspected and observed excess glue on pcba (printed circuit board assembly). Damage was observed on returned sensor due to de-casing and sensor was unable to reprogram. Observed molex connector detached from pcba (printed circuit board assembly) and the pads prevent the connector from being re-connected/soldered back in place. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to an adc meter result. The customer became hypoglycemic and experienced symptoms of sweating, weakness, and tremors and was unable to self-treat. The customer was provided sugar and apple juice from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0eha7ahkv has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to an adc meter result. The customer became hypoglycemic and experienced symptoms of sweating, weakness, and tremors and was unable to self-treat. The customer was provided sugar and apple juice from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.